Event description:
It was reported that this right ventricular (rv) lead exhibited a high capture threshold. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.